Event description:
Reported via clinical study. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a 6.25mm peri-device leak. No treatment or intervention was performed at this time. The patient did not experience any complications as a result of this event.